Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that the venous chamber kept filling with blood during dialysis treatment (tx) mode. There were no adverse reactions with the patient. The patient was able to complete treatment on the device since the nurse kept replacing the external transducer on the venous port. The bmt swapped the level detector module and the problem did not resolve. Technical support advised the bmt to re-calibrate venous/dialysate pressures and check the tubing connection at the level detector pressure port to verify the tubing is correctly installed. Next, the bmt was advised to swap the sensor, functional or motherboards to resolve the issue. Upon follow up, the bmt stated that the mother board was replaced to resolve the issue and the machine has been returned to service. There were no injuries, adverse events, or medical intervention required to the patient or user. The bmt could not confirm if the mother board was available to be returned for analysis. Upon further follow up, the technician reported that 30 minutes into treatment the transducer was getting soaked with blood resulting in an unknown amount of blood loss on 6/1/2026. No blood was returned to the patient and the machine was removed from service. There were no patient injuries, adverse events, or medical intervention required due to the event. The patient was able to complete treatment on a different machine using new supplies. Upon further follow up, the technician reported that there were no issues with the combiset bloodlines at the time of the reported event.